Event description:
Customer reported hospitalization due to diabetes ketoacidosis and high blood glucose readings of 640 mg/dl. Customer reported vomiting prior to the hospitalization. Customer stated that the insulin pump is not working right. Customer further stated that they continuously receive a low battery alert and the batteries are not lasting the recommended one week. Customer also mentioned receiving a battery out limit alert. Customer believes the cause of the high blood glucose readings is due to her fluctuating periods. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.